Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.

Event description:
Patient was implanted with right tfn construct on (B)(6) 2011. Patient returned to the doctors office requesting to have the hardware removed due to pain. X-ray taken on an unknown date revealed the nail was bent and cracked above the helical blade. Patient was returned to the or on (B)(6) 2012 for removal of hardware. During the revision surgery, it was noted that the nail as broken off above the helical blade with the remainder of the nail left in the femur. An extraction hook was used to remove the nail without incident. The helical blade and two screws were noted to be intact and without damage. The surgeon felt the wrong implant was used. After the extraction, the patient was revised to a total hip replacement which was previously planned.